Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Model lot tubing and serial numbers not provided.

Event description:
It was reported that there was an medication error on a heparin infusion. A heparin infusion was programmed at a rate of 12 units/kg/hr. However a bolus of 60 units/kg per patient wt. (B)(6) was administrated. The device calculated the bolus as 5,460 units IV bolus and the infusion was initiated. The rn stated that the heparin order was for a max bolus of 4,000 units. The customer stated ; "we are considering changing our bolus dose units from unit/kg to units so then we can ensure that the bolus dose isn't above 4000 units." Although requested patient impact was not provided at this time.